Manufacturer narrative:
Follow up report will be submitted once the investigation is complete. Customer did not provide serial number.

Event description:
It was reported to philips that the heartstart xl+ defibrillator therapy failed. There was no reported patient involvement.